Event description:
Device report from synthes europe reports an event in (B)(6) as follows: an implanted construct that was implanted (B)(6) 2012 failed 6 weeks after implantation. Two of the three screws implanted near the articular surface broke under the screw head. No further information available. This is 3 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part is an unknown plate. Brand name and catalog number unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.